Manufacturer narrative:
Continue from d10: product ID: mrasi0004 sn: (B)(6) product ID: mrasi0004 sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic-assisted endometriosis resection with lower anterior resection laparoscopic procedure, at the initiation of the rectosigmoidectomy step, the bipolar fenestrated grasper (bfg) was attached to the robotic arm but was not recognized by the sterile interface module (sim) and the system, as the instrument name did not appear on the arm display and the instrument could not be advanced using the instrument drive unit (idu). No error message was displayed. The instrument was removed and reattached multiple times without resolution and was then replaced with another bfg. There was no injury to the patient.